Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device had a detection issue. It would give a false positive indication that an o bject was present. An x-ray was performed to ensure that no sponges were left within the patient. There was no patient injury.

Manufacturer narrative:
One 01-0043 console was received for evaluation. The visual inspection found no external defects. The customer reported that the console failed to boot properly. The reported condition was confirmed. The investigation found the unit was powered on and failed the self test. The unit would freeze on a grey screen after the initial logo/loading bar screen. The investigation identified the root cause to be a software issue. The software re-installed to address the condition. The customer reported that the console was tested and received a false positive result. The investigation was unable to verify false positives due to the unit not completing the self test. Further inspection found the unit had ferrite cores on both the accessory port and the mat plug. These ferrites core have been known to cause issues with false positives. The investigation identified the root cause of the reported event to be the ferrite cores. The ferrites were removed to address the condition. If information is provided in the future, a supplemental report will be issued.